Manufacturer narrative:
Product complaint (B)(4) the following literature cite has been reviewed: keiller t, saari t, sharegi b, kärrholm j. No difference in clinical outcome but in rsa in total knee arthroplasty with the attune vs. The pfc sigma: a randomized trial with 2-year follow-up. Acta orthop. 2023 nov 30;94:560-569. Doi: 10.2340/17453674.2023.24577. Pmid: 38032279; pmcid: pmc10688434. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: keiller t, saari t, sharegi b, kärrholm j. No difference in clinical outcome but in rsa in total knee arthroplasty with the attune vs. The pfc sigma: a randomized trial with 2-year follow-up. Acta orthop. 2023 nov 30;94:560-569. Doi: 10.2340/17453674.2023.24577. Pmid: 38032279; pmcid: pmc10688434. Objective/methods/study data: the purpose of this article was to evaluate whether the attune cr design showed improved clinical results compared with the pfc sigma cr after 2 years and if there was a difference in tibial component migration in 96 knees implanted between february 2017 and december 2018.the cement utilized is unknown and there is insufficient information to determine if the patellas were resurfaced. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown attune femoral component, unknown attune tibial tray, attune unknown tibial insert, unknown knee implant radiological finding(s) and provided interventions possibly associated with unk knee implant (qty 1) 1 migration- no treatment provided for this minor injury. 1 radiolucent lines- no treatment provided for this minor injury. Specific quantities of the malfunctions cannot be determined as the article doesn¿t provide sufficient information. Quantity of impacted product(s) will be captured as 1. Adverse event(s) and provided interventions possibly associated with unk attune femoral component (qty 2) 1 infection treated with revision. 1 report of pain, implant noise, and instability treated with revision. Adverse event(s) and provided interventions possibly associated with unk attune tibial insert (qty 2) 1 infection treated with revision. 1 report of pain, implant noise, and instability treated with revision. Adverse event(s) and provided interventions possibly associated with unk attune tibial tray (qty 2) 1 infection treated with revision. 1 report of pain, implant noise, tibial tray loosening at the unknown cement to implant interface, and instability treated with revision